Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, unstable stent and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, a perforation occurred during use of a non-abbott dilatation catheter. Resistance was met during advancement of the 3.5 x 19 mm graftmaster stent delivery system, due to patient anatomy, and force was applied. The device was removed, undeployed, from the anatomy. It was noted that the graftmaster stent had moved proximally on the balloon, but remained on the balloon. A non-abbott dilatation catheter was used to treat the perforation. There was no reported clinically significant delay in procedure or an adverse patient effect. No additional information was provided.